Event description:
It was reported that this lead was not successfully implanted due to after several repositioning, the helix was stretched. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty allegation based on the observation of a deformed helix (stretched-out). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this lead was not successfully implanted due to after several repositioning, the helix was stretched. The lead was never in service. The lead was returned. No adverse patient effects were reported.